Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibited on the right ventricular lead rising shock impedance measurements. A review of the data was requested, and technical services (ts) indicated that this rv lead exhibited high out-of-range shock impedance measurements. There was no noise observed. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned crt-d found no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibited on the right ventricular lead rising shock impedance measurements. A review of the data was requested, and technical services (ts) indicated that this rv lead exhibited high out-of-range shock impedance measurements. There was no noise observed. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service. Additional information received indicated that the shock impedance measurements are still continuing to rise. Troubleshooting options were discussed but there is no evidence there were any actions taken for this lead. The device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibited on the right ventricular lead rising shock impedance measurements. A review of the data was requested, and technical services (ts) indicated that this rv lead exhibited high out-of-range shock impedance measurements. There was no noise observed. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.